Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that there was moisture in the display and in the ir port. During testing, the pump emitted a call service alarm related to the complaint. The pump case was removed and moisture corrosion was found on the motor flex as well as all other internal surfaces of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.